Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10274. The patient received the scs system on (B)(6) 2007 which included an ipg and two leads (from the same lot). It was reported the patient has been experiencing overstimulation over the past six months. The patient described the sensation as a shock that runs throughout his body. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.